Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead exhibited an increased capture threshold. Imaging confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and high capture thresholds was not confirmed. A complete lead was returned in one piece for analysis. Double bend and electrical testing were normal with no anomalies found.